Event description:
It was reported by the pt that, "I had a total hip replacement on my right hip on (B)(6) 2005. Soon after surgery I had a chirping sound. My doctor advised me that the implant was getting itself worn in. The last 6-8 months the pain in my hip had gotten progressively worse. I am experiencing excruciating pain when walking, sitting, and even now when laying still. Weight bearing when walking is almost impossible. I have severe clicking and popping when walking and sometimes a loud squeaking sound. When bending down or getting up, going up and down stairs that chirping sound is greatly pronounced. I am unable to work due to the pain. I am afraid that I will eventually be disabled. I do have my f/u appt tomorrow afternoon after having bone scan done. My thought is I need revision surgery, but I'll wait and see what the surgeon suggests."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.